Event description:
It was reported that the patient received shocks due to a possible right ventricular (rv) lead fracture. It was also reported that the rv lead exhibited noise during pocket manipulation and during testing on the analyzer. Therefore the rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed. The distal conductor was fractured and defibrillation conductor cut. The distal conductor had blood/body fluid (not obstructed.) There was blood/body fluid on the outer tubing overlay and the outer tubing overlay was melted. The outer insulation had cosmetic depression and the helix/lobe mechanism was distorted/bent. There was blood in/on the helix/lobe mechanism.